Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had been retaining fluid and the garment was too tight, causing a sore on the patient's back. The patient was in the hospital and while there, a medicated patch was placed on the patient's back. The patient was also issued larger garments. Follow-up indicated that the patient's back was feeling better.